Event description:
It was reported that the patient experienced persistent neurological dysfunction and stroke in the left hemisphere. Speech deficit was observed as a clinical symptom. Intracranial bleed was diagnosed based on computed tomography. Coil embolization surgery was performed and anti-seizure medication was given. The patient's anticoagulants at the time of the event were warfarin and aspirin. International normalized ratio was reported to be above the target range.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through (B)(4). On (B)(6) 2022 the review of files of this event type was completed. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(6) following this event. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced anemia on (B)(6) 2020. Less than four units of red cell concentrate was transfused over 24 hours. No further drug therapy was performed. The cause of the bleeding was reported to be related to over-anticoagulation.